Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
The right atrial lead dislodged after the wound was sutured during the implantation procedure. The wound was reopened and the lead repositioned.